Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results confirmed that the jaws had become yielded causing the clips to be ejected and making the instrument non-functional. Each instrument is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during an unk procedure. The device would not work. Another device was used to complete the case. There was no consequence to the pt.